Manufacturer narrative:
(B)(4)unable to determine the cause of the customer's reported complaint because the sets have been discarded by the customer and will not be returned for eval. The root cause of this failure could not be identified.

Event description:
The customer reported phlebitis requiring treatment with antibiotics. The customer has recently been using a primary set that contains a back check valve. Since an anti-siphon valve is in use at the end of the primary line they were wondering if pressure in the line could be causing the phlebitis. Although requested, no add'l pt or event info was provided.